Event description:
It was reported that a patient underwent a 3c episiotomy repair procedure on (B)(6) 2023 and suture was used. The suture was given to the md and a stitch was attempted. The metal needle broke in two in the patient's tissue. The physician had a difficult time trying to find the broken piece, but the needle piece(s) were retrieved during the same procedure. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the needle fall into the patient? No. If yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No. ¿ what measures were taken to retrieve the broken piece? Yes. ¿ was there any additional tissue damage as a result of searching for the needle piece? No. ¿ what tissue structure the broken needle was located? Perineum. ¿ what is the surgeon's opinion of consequences to the patient? None. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4)¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This medwatch report is in response to receipt of a voluntary medwatch report mw1402760000-2023-8005.